Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had been experiencing high blood glucose levels and was unsure of the insulin pump's readings. Blood glucose level at the time of the incident was 174 mg/dl. Blood glucose level at the time of the call was 544 mg/dl, which was treated with the insulin pump. Troubleshooting did not show any malfunction of the insulin pump. The device was not replaced or returned for analysis.